Event description:
It was reported that the bd phaseal¿ optima protector experienced foreign matter within the vial. The following information was provided by the initial reporter: when using the p13-o protector, there was white particulate within the vial of panitumumab. No patient impact, but they have had to waste this drug and this is very expensive.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ optima protector experienced foreign matter within the vial. The following information was provided by the initial reporter: when using the p13-o protector, there was white particulate within the vial of panitumumab. No patient impact, but they have had to waste this drug and this is very expensive.

Manufacturer narrative:
H.6. Investigation summary:no physical samples that display the reported condition were provided for investigation. One photo was received, through visual inspection of the image, white particles were observed with the liquid in the vial, however, without the physical sample we are unable to properly identify the composition or origin of the observed particles. A device history review was performed for lot 2109401, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these issues. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. Testing results were reviewed for the reported lot and results were found to be acceptable. Five retained samples of lot 2109401 were used for additional evaluation. Functional testing was performed, connecting the protector sample to both a vial, injector, and syringe per the instructions for use provided with the product. In all cases liquid was able to be drawn from the vial without issue and no particles were observed within the vial. Fragmentation testing was also performed on the retained product, penetrating the protector with a sample injector ten times. All results were found to be within specification. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see h.10.